Manufacturer narrative:
The monitor associated with the complaint was returned for investigation. A substitute lot was used in this investigation because retain strips of the reported lot 357499 were depleted. The customer's complaint was not confirmed during in-house testing. Retain strips tested on the returned monitor met accuracy criteria. A review of the entire in-house testing for lot 357499 was performed and found that the lot meets criteria. A review of the manufacturing batch records for the reported strip lot did not uncover any relevant non-conformances. The lot met release specifications. The impedance curves associated with the customer's reported result was statistically analyzed and of the two complaint values, one was determined to be normal in shape, not exhibiting weak slope or other abnormalities and the other displayed a weak-slope change. Weak-slope changes are known to contribute to discrepant results, this issue related to the algorithm software on the monitor and was addressed in CAPA-(B)(4). An impedance curve with weak-slope change has been identified in CAPA-(B)(4) to contribute to a potential discrepant result. Further investigation is being performed under CAPA-(B)(4) for this issue.

Event description:
A variance was reported between inratio inr results, poc inr result and lab inr result. The results were as follows: date: (B)(6) 2015, lab inr: 1.5; date: (B)(6) 2015, inratio inr: 1.0 in pm, date: (B)(6) 2015, dr poc inr: 2.8 in am; inratio inr: 3.7 in the pm. Reported therapeutic range is: 2.5-3.5. Patient was hospitalized (B)(6) for a planned heart cath procedure; not related to results observed on the inratio system. Patient was considered stable and released on (B)(6). Patient's last dose of heparin was on the morning of (B)(6) 2015. It was reported that milking the finger after the finger stick had occurred.